Event description:
Prior to starting a da vinci assisted procedure, it was reported that the tip of the permanent cautery hook instrument was broken. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip not attached. Right broken." The pch instrument was found to have a broken boss feature at the monopolar yaw pulley. Size of the missing piece is approximately .070 x .083. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Also, the pch instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .236 x .270 in size. This failure is most commonly caused by overloading at the instrument tip. The pch instrument was also found to have a missing conductor wire cap. Additionally, the pch instrument was found to have the entire length of the main tube surface with degradation. This complaint is a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was broken from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.